Event description:
The stent dislodged during the procedure and was retrieved.

Manufacturer narrative:
Percutaneous coronary intervention was performed on a 90% de novo lesion in the proximal right coronary artery. The vessel was tortuous. Pre-dilation was conducted with a 2.0x20mm maverick balloon at unk inflation pressure. While delivering a 3.5x13mm cypher to the lesion, the physician felt friction within the 6french jr 4.0 launcher guiding catheter. Therefore, he decided to remove the delivery system entirely from the pt but the stent dislodged at the tip pf the sheath. The stent was retrieved from the pt without problem. Since there was no pt injury, a bms (driver) was implanted instead, and the procedure finished successfully. The product was clinically used. This product is available for testing and eval but has not been rec'd by the MFR. Add'l info rec'd will be submitted within 30 days upon receipt.